Event description:
It was reported that the patient that the patient felt that the battery depletion of the generator is fast. A review of device history records for the generator shows that no unresolved non-conformances were found. Based on available limited data, normal battery depletion was observed. The generator has not been received to date.